Event description:
The customer reported that the device has some fraying at the distal tip of the instrument along the gray insulation. Nothing fell into the pt. There was no pt injury. Upon return and visual eval, the device was found to have bare jaw wires.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. This report was originally submitted under the reporting site registration number. A new 3500a form has been submitted under the MFR site registration number. The new MDR number is 3006451981-2014-00227.